Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported symptom of system error 105 was confirmed. The evaluation experienced the reported symptom caused by a failed motor (flex). The motor assembly was replaced.

Event description:
It was reported that a pump displayed system error 105. It was also determined that there was no pt involvement.